Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Cartridge change error was verified. Occlusion issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.